Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode. A technical support specialist (tss) dialed into the server, logged into hsv, and found that 19 devices were not communicating, and 77 devices were in co (connected offline) state. The 19 non-communicating devices were checked in rss and found to be offline. The tss attempted to contact the customer via phone to advise them to check with their it team, as the issue may require either: rebooting the affected stations or investigating potential network connectivity issues. Multiple attempts were made to reach the customer, but no response was received. As a result, the tss proceeded with case closure due to lack of customer engagement.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.